Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient¿s reported event of abdominal cellulitis and peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. It was not confirmed if abdominal cellulitis was the cause of the peritonitis as no culture results were available. Most cellulitis infections are caused by beta-hemolytic streptococci. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported abdominal cellulitis infection and peritonitis event.

Event description:
On 10/may/2024 a nurse contacted fresenius technical support for drain issues this peritoneal dialysis (pd) patient encountered during use with the liberty select cycler. The patient was in the hospital. During follow-up it was reported by a patient contact that the patient was admitted to the hospital on (B)(6) 2024 due to some complications. The patient had their pd catheter removed and had a hemodialysis catheter placed. The contact could not confirm if the patient had an infection. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024. The patient was diagnosed with abdominal cellulitis and peritonitis. The culture results were not available to the clinic. The patient had his pd catheter removed and he began hemodialysis (hd) with an hd catheter (type not specified). The patient was prescribed intravenous (IV) antibiotics (drug, dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2024. The patient will continue treatment with in-center hd and complete the IV antibiotics during treatments. It is unknown if the transition to hd is permanent. The pdrn could not confirm if the cellulitis was the cause of the peritonitis. There was no report of a fluid leak, or other issues related to this event. No further information was available. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024 a nurse contacted fresenius technical support for drain issues this peritoneal dialysis (pd) patient encountered during use with the liberty select cycler. The patient was in the hospital. During follow-up it was reported by a patient contact that the patient was admitted to the hospital on (B)(6) 2024 due to some complications. The patient had their pd catheter removed and had a hemodialysis catheter placed. The contact could not confirm if the patient had an infection. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024. The patient was diagnosed with abdominal cellulitis and peritonitis. The culture results were not available to the clinic. The patient had his pd catheter removed and he began hemodialysis (hd) with an hd catheter (type not specified). The patient was prescribed intravenous (IV) antibiotics (drug, dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2024. The patient will continue treatment with in-center hd and complete the IV antibiotics during treatments. It is unknown if the transition to hd is permanent. The pdrn could not confirm if the cellulitis was the cause of the peritonitis. There was no report of a fluid leak, or other issues related to this event. No further information was available. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.